Event description:
The customer stated that he was hospitalized for high blood glucose with a reading of 524 mg/dl. Prior to hospitalization, the customer stated that he was getting several no delivery alarms on the insulin pump, even after changing the infusion set. The customer stated that he changes his infusion sets every three to four days. Advised the customer that the recommendation is to change every two to three days. The customer asked to have the insulin pump replaced.

Manufacturer narrative:
The insulin pump passed the functional tests including the prime, displacement, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted.